Event description:
It has been reported that the bd vacutainer® no additive (z) tube was found experiencing 11 occurrences of containing foreign matter. The following has been provided by the initial reporter: it was reported that 3.0 ml tubes came scraped / grooved on their caps with some of the plastic from the packaging melted into them. We have a product incident / defect that was discovered before use by our customer on (B)(6)2021, from our customer stating ¿11 eaches of 3.0 ml tubes came scraped / grooved on their caps with some of the plastic from the packaging melted into them.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-11-18. H6: investigation summary bd received eleven (11) samples and one (1) photo for investigation. The photo and samples were evaluated by visual examination and revealed damage to the shield. It appears that the top of the shields have been melted. From the samples received the product was subjected to a heat source after the shrinkwrap was applied as the shrinkwrap can be seen melted into the shield. The production line does not have a heat source after the tray goes through the shrinkwrap tunnel. Additionally, (B)(6) retention samples from bd inventory, were evaluated by visual examination and the issue of shield damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of shield/cap damage based on the provided photo and returned samples. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It has been reported that the bd vacutainer® no additive (z) tube was found experiencing 11 occurrences of containing foreign matter. The following has been provided by the initial reporter: it was reported that 3.0 ml tubes came scraped / grooved on their caps with some of the plastic from the packaging melted into them. We have a product incident / defect that was discovered before use by our customer on (B)(6) .2021, from our customer stating ¿11 eaches of 3.0 ml tubes came scraped / grooved on their caps with some of the plastic from the packaging melted into them.¿